Manufacturer narrative:
The unit booted up with a blank display. It was also drawing high current. Upon further examination of the unit's interior there was corrosion and even rust pretty much everywhere on the circuit boards and the motor. Unable to perform displacement, and self tests due to the blank display. Unit received has a crack on the battery tube which starts at the corner of the belt clip rails. Also the s/n label located between the belt clip rails is worn down to the point where it¿s illegible. The middle (enter) keypad button is cracked. Finally there's a big black spot on the lcd display.

Event description:
The customer reported via phone call that the fluid under the reservoir compartment. Customer's blood glucose level was 120 mg/dl. Customer states o ring inside the lip of reservoir compartment was not missing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.